Manufacturer narrative:
Upon further review, this complaint was determined to be not reportable. The reported device malfunction did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of health or death if the malfunction were to recur.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of impacting the device off-axis during trialing, which resulted in the deformation on the mating feature. The most probable root cause associated with the reported event of "broken / non-functional" is associated with an undesired material change in shape or property caused by external forces.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, after trial reduction and removal of the liner trial, it was noticed that the tip of the trial had been bent. Due to the damage of the locking mechanism of the liner, the surgeon did not feel comfortable using this liner trial in an upcoming case. With the bend of the center hole the liner, it would create an issue of having the liner fully seated. As a result of this, the liner trial will be returned. Patient was last known to be in stable condition following the event.